Manufacturer narrative:
Results -sample was received at bd (B)(4). (B)(4) received used sample and confirmed that there was a 13 mm size fm like chip of plastic in the tube. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Conclusion ¿ bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Investigation confirmed pic (B)(4) (foreign matter - process) was appropriate.

Event description:
It was reported that foreign matter was found in the blood of a bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg (fx) blood collection tubes. No injury or medical intervention reported.

Manufacturer narrative:
There were multiple PMA / 510(k) numbers reported to be involved. The original MDR included the information for #k901449. The correction is made to include the additional PMA / 510(k) number: PMA / 510(k)#: k945952.